Event description:
It was reported that the family was running the ventilator on the internal battery while in the car. The ventilator started alarming low battery. When the ventilator was plugged into a 200 amp inverter, it shut down and had a continous beep. The pt was removed from the ventilator. No pt harm reported.

Manufacturer narrative:
Results: unable to duplicate the reported problem of shut down.